Manufacturer narrative:
(B)(4). Returned meter evaluated with no defects found. Most likely underlying root cause: user's test strip had poor storage and client is testing with expired test strips (open beyond recommended open time - test strips are still in date).

Event description:
Customer complains of high results. Customer states that he feels well and requires no medical attention. The customer's expected blood results are 100-140mg/dl fasting. Verified the strips expired 4/22/2017. Customer is unable to confirm the open date of the test strips and states the strips were stored in the bathroom. Reviewed meter memory: (B)(6). Customer recently has been taking cough drops for a cold. Adverse event not reported.